Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for investigation. Physical examination of the returned device cannot confirm the crack complaint in the piece, however, it was identified that the piece is broken and it is separated into 2 parts in the connection feature. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was found cracked in mdrd.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for investigation. Physical examination of the returned device cannot confirm the crack complaint in the piece, however, it was identified that the piece is broken and it is separated into 2 parts in the connection feature. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was found cracked in mdrd.